Manufacturer narrative:
The device was returned to smiths medical. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Oracle ro 1218900: system failed per customer (during testing). No patient injury was reported.

Manufacturer narrative:
D5: unknown. E4: unknown. H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The tamper seal was missing. The event log showed evidence of error messages. Upon function testing, the reported problem was duplicated. A low piezo volume and low internal voltage were found. The root cause of the reported problem is unknown. The piezo was replaced, and the device was charged to resolve the issue.